Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that the customer experienced high blood glucose level of 536 mg/dl. Caller declined troubleshooting for high blood glucose reading. Caller also reported motor error alarm. Customer able to rewind the insulin pump. Caller did not report encoder error. Additionally, the customer was hospitalized for a high blood glucose of 578 mg/dl on (B)(6) 2017. The customer was off of the insulin pump less than 48 hours prior to the hospitalization. The customer was treated with a saline drip, potassium drip, and insulin drip. The customer was still hospitalized at the time of call. Insulin pump will not return for analysis.

Manufacturer narrative:
The insulin pump passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test, excessive no delivery test and delivery accuracy test. No motor error or excessive no delivery alarm noted. Motor passed motor test. Pump received with cracked reservoir tube lip, scratched keypad overlay and minor scratched lcd window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.